Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® 9nc 0.129m plus blood collection tubes over filling occurred. This happened on 10 different occasions, and there was no reported patient impact. The following information was provided by the initial reporter: (4 of 4 complaints). It is reported that customer is experiencing over filling.

Event description:
It was reported that during use with a bd vacutainer® 9nc 0.129m plus blood collection tubes over filling occurred. This happened on 10 different occassions, and there was no reported patient impact. The following information was provided by the initial reporter: (4 of 4 complaints) it is reported that customer is experiencing over filling.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.